Event description:
(B)(4) study. It was reported that following a percutaneous coronary intervention, side branch occlusion and myocardial infarction occurred. In (B)(6) 2013, the subject was referred for cardiology consultation due to unstable angina. One day post onset of angina, troponin t was noted to be elevated (troponin t: 98 ng/l; uln : 53 ng/l). On the third day, the patient was hospitalized with a qualifying condition of unstable angina. Elective cardiac catheterization was recommended and index procedure was performed. Target lesion #1 was located in the mid right coronary (rca) artery with 99% stenosis and was 11 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and direct placement of a 3.5mm x 12 mm study stent, with 49% residual stenosis. Target lesion #2 was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 11 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with direct stent placement using a 4.00 x 12 mm study stent with 49%/30% residual stenosis. Post deployment of the second study stent, occlusion of small diagonal branch was noted. Post index procedure, the subject developed peri-procedural myocardial infarction (mi). A repeat elevation of cardiac enzyme was noted consistent with protocol definition of mi (peak ck-mb: 22.67 ng/ml; uln 6.22 ng/ml, peak troponin I: 360.9 ng/l; uln:14 ng/l). No action was taken in response to the event. One day post procedure the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).